Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room with diabetes ketoacidosis and high blood glucose. The customer was vomiting and feeling sick. It was stated that the insulin pump had two large cracks and it is almost impossible to read. The customer also did feel that the device was not delivering insulin accurately, which caused the event. No further information was provided.